Event description:
This solicited device case was rec'd on (B)(6) 2014 and add'l info was rec'd on (B)(6) 2014 from a surgeon. However, both the info was processed with clock start date of (B)(6) 2014. Pt ID: (B)(6). Study title: unsponsored study involving seprafilm. This case concerns a (B)(6) yr old female pt who developed seroma which led to post-op stridor after placement of seprafilm. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unk date, one sheet of seprafilm was placed (size: 5" x 6", lot/batch number: (B)(4) and expiration date: 31-aug-2015; anatomical location, route and dosage regimen: unk) for postoperative adhesion. On (B)(6) 2014, pt developed seroma which led to post op stridor for which aspiration was performed. On the following day, the pt recovered from the event of seroma. Outcome: recovered/ resolved for the event of seroma and unk for the event of post op stridor. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and conclusion was pending for the same. Rptr's causality: possibly related for both events. Company causality: associated for both the events. Seriousness criteria: life threatening for both events.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the causal role of seprafilm cannot be excluded for the occurrence of the events of seroma and post-op stridor, however, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.